Manufacturer narrative:
Combination product: yes. The ipg and the lead were returned for analysis. Upon receipt, the ipg was interrogated, revealing a normal battery status and 100% remaining battery capacity. The header of the ipg was visually inspected. The set screw of the ventricular connector port was found damaged. The inner hexagon of the set screw¿s head was completely rounded, indicating strong external forces during the connection or disconnection process of the lead. Based on the damage symptoms, no conclusions could be drawn regarding when the damage occurred. The header part as returned for analysis, showed a deformed set screw beneath the sealant of the ventricular connector port. The set screw of the ventricular connector port showed a completely rounded inner hexagon. The memory content was inspected, showing no anomalies. The impedance trend was normal and as expected. Capture control was deactivated and a fixed pacing output was programmed. Due to the deactivated capture control no threshold trend was available for evaluation. Next, the ipg was subjected to a thorough electrical analysis. First, the impedance measurement functions as well as the sensing functionality of the device were thoroughly tested and proved to be fully functional. The device sensed the attached heart signals and measured the impedances as expected. Subsequently, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A long-term pacing test was initiated and during the test, each pacing pulse was recorded and evaluated. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. There was no indication of a device malfunction. In the further course, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed a ligature mark 21.5 cm distal to the is-1 connector pin and a damaged steroid collar, which most likely resulted from the surgery. However, a thorough analysis of the lead did not show any deviations which might have led to the observed loss of capture. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. The quality documents accompanying the manufacturing process for the ipg and lead were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the devices functions to be as specified. There was no indication of a material or manufacturing problem. Based on the analysis of the ipg and the lead, no conclusion could be drawn regarding the root cause of the observed loss of capture. Analysis of the lead and the ipg revealed neither a malfunction nor any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the device and lead were explanted due to loss of capture.